Event description:
It has been reported that the patient's personal diabetes manager (pdm) has received boluses that were not commanded. There were no patient consequences reported. Further information on the event is being solicited.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided.

Manufacturer narrative:
Additional information received from the prestataire (initial reporter) on 07march2025 reports the patient felt the sensation of a bolus being delivered. The prestataire informed insulet that a review of the patient's bolus history reportedly confirms that no uncommanded bolus or device malfunction had occurred. The case was initially assessed as reportable by insulet based on the limited information initially provided by the prestataire. Insulet¿s analysis of additional information reveals that the reporting requirements were not met and therefore this MDR is being cancelled.

Event description:
It has been reported that the patient's personal diabetes manager (pdm) has received boluses that were not commanded. There were no patient consequences reported. Further information on the event is being solicited. Additional information received from the prestataire (initial reporter) on 07march2025 reports the patient felt the sensation of a bolus being delivered. The prestataire informed insulet that a review of the patient's bolus history reportedly confirms that no uncommanded bolus or device malfunction had occurred. There were no consequences to the patient's health.